Event description:
The user facility reported that during priming of the circuit, the perfusionist noticed leakage from the centrifugal pumphead. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement.

Manufacturer narrative:
The returned sample was visually examined and leak tested. This eval confirmed the reported leakage. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint records confirmed that this lot number has been reported previously. The device labeling does address the potential for such an occurrence with specific cautions to monitor the pump (and replace) if there are fluid leaks or blood in the rear chamber. All available info has been placed on file in quality assurance for appropriate tracking, trending and follow-up.